Event description:
Aortocoronary artery bypass times four withlima, left internal mammary artery to lad, left anterior descending and sequential vein to distalright obtuse marginal and diagonal branches. Hemostasis was assured. A single argylechest tube was left in the anterior mediastinum and one in the posteriorpericardium in the left pleural cavity. Pt was taken from the or to the ccu for recovery. When the pleur-evac was connected to wall suction, the water seal chamber was bubbling. Suction had been set to negative 20cm. A new pleur-evac was obtained, connected and functioned correctly. Leak was determined to be in the pleur-evac, not in the chest tube.